Manufacturer narrative:
Additional information was received that the patient's reason for explant was due to inadequate stimulation. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4). Description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.